Event description:
It was reported that the patient had encountered an upstream occlusion. Per reporter, better instructions for restarting the pump if it had stopped functioning had been requested. This had happened for the patient, but the pump would not restart after confirming there had been no "upstream occlusion." The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was patient involvement but no patient harm.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.